Manufacturer narrative:
Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-sep-2008) is considered to be a best estimate. This emdr represents the mesh ¿ ventralex (device #1). Additional supplemental emdr's were submitted to represents the ventrio st (device # 2 & #3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: on (B)(6) 2011 - patient was diagnosed with incarcerated umbilical hernias thereby underwent open repair with the implant of ventralex mesh (device # 1). Per operative notes, ¿the sac was excised. A bard ventralex mesh (device #1) was inserted and placed through the strapped.¿ on (B)(6) 2014 - patient was diagnosed with incisional hernia thereby underwent open repair with the explant of previous mesh ventralex mesh (device #1) and implant of ventrio st mesh (device #2). Per operative notes, ¿the scar tissue was there about the umbilicus. The ventralex mesh had released itself from the attachment. The mesh was then removed carefully. The hernia was then easily extracted. Adhesion was taken down. A round ventrio st mesh (device # 2) was placed and sutured.¿ on (B)(6) 2015 - patient was diagnosed with recurrent ventral hernia thereby underwent open repair with the explant of ventrio st mesh (device # 2) and implant of ventrio st mesh (device #3). Per operative notes, ¿some omentum was dissected. Previously placed ventrio st mesh (device # 2) was fully removed. A ventrio st mesh (device # 3) was placed and tacked.¿